Manufacturer narrative:
Reference record (B)(4). Catalog number in report is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Adverse event problem code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that the patient's inner retaining plate had grown on. The peg tube was removed and the patient received a temporary nasal tube due to inflammation at the stoma site. On (B)(6) 2023 it was reported that the patient received new pegj tubing.